Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation of a causal relationship between the event and the liberty select cycler or cycler set. The cause of the peritonitis is unknown. There is no allegation of a machine malfunction or cycler set leak reported for this event. Based on the information available, there is no documentation or indication the liberty select cycler or cycler set caused or contributed to a serious adverse patient event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was diagnosed with peritonitis. The patient was treated/prescribed vancomycin (route, dose, frequency and duration unknown). Additional information was obtained from the pdrn. It was confirmed that the cause of the peritonitis was unknown. The pd effluent culture was positive for growth of a cocci organism, but genus and species was unknown. The patient¿s white blood cell (wbc) count was elevated (unknown values) but the patient was continuing to recover and complete pd therapy on the liberty select cycler.